Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient received a shock from their controller when sleeping with the controller against their skin was not confirmed, as the system controller hsc-060642 was not returned for analysis. However, the log file was submitted for review. The log file provided for review contained data spanning approximately four days of data ((B)(6) 2022 per timestamp). Throughout the log file, the pump maintained a speed above the low-speed limit, and no atypical events related to the reported event were observed throughout the data. Per account, the patient was advised of the risk of sleeping with the controller on the stomach against bare skin and was going to use their consolidated bag to secure the controller each night. Multiple attempts were made to obtain additional information from the customer regarding the events, asking if any equipment was exchanged during troubleshooting and their return status; however, no additional information was provided. As the system controller (B)(6) is unavailable for analysis, this complaint file will be closed without further action. This analysis could not conclusively determine the exact cause of the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 31aug2017. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power the heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient continued to experience shock from controller, possibly related to static electricity, and will be admitted to a hospital. The patient's device had been experiencing low voltages because the patient slept on batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received shock that felt like a quick jab of a needle from their controller when in bed at night and when sleeping with controller against their skin. The controller reportedly do not have any exposed wires or defects. The patient was advised the risk of sleeping with controller on stomach against bare skin and was going to use their consolidated bag to secure the controller each night. They were also educated on how to avoid electrostatic discharge (esd) and what to do in case of pump reset with esd. The event log captured random power cable disconnects throughout the log on battery power which might have been due to weak connections between the battery and clips.